Event description:
A report was received that patient's precision system was explanted. The patient's ipg had protruded through the patient's skin. The patient also had an infection and had to have her leads explanted.

Manufacturer narrative:
The explanted devices were discarded by the medical facility, and will not be returned for evaluation.